Event description:
It was reported that during insertion in traumatology, the user found the swg "kinked easily" and in turn the procedure could not be performed smoothly. As a result, a new kit was opened and used without issue. There was no reported delay, deaths, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).